Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level; however, no specific bg value was provided. The customer was treated with an intravenous solution and bg levels decreased to 165 (mg/dl). The customer was released 4 hours later reportedly "feeling better". Later than evening the customer experienced a low bg level of 27 (mg/dl) and consumed candy to address low bg level. Recommendation was made to consult their health care provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: two low bg levels were manually entered 16 minutes apart on (B)(6) 2016. Cartridge change sequence was completed on (B)(6) 2016. No erratic basal rate adjustments were made. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered and could cause bg levels to drop. There is no evidence of a pump failure.